Event description:
The end user states the arm on the left side is broken. The end user disconnected due to not being able to provide her with the serial number of her chair. Referred back to original provider for records of serial number (B)(4).